Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, a review of the alarm log, and a functional test were performed. The f-50 alarm was identified during the functional test and verified in the review of the alarm log. The cause of the condition was determined to be a damaged central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-50 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.